Manufacturer narrative:
The reported event was dislodgement. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Double-bend was measured to be within specification. Visual inspection of the lead did not find any anomalies except for damages consistent with procedural damage.

Manufacturer narrative:
Upon further review, this MFR 2017865-2019-18350 is retracted as the event for this product will be handled in its entirety in MFR 2017865-2019-18339.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow up, a fluoroscopic imaging was conducted and it was noted that the left ventricular (lv) lead was dislodged into the coronary sinus. The lv lead was explanted to resolve the event. The patient was stable with no consequences.